Manufacturer narrative:
Patient identifier multiple: sid (B)(6). Note: as there were more initial reactive results, that repeated non-reactive obtained after instrument troubleshooting was performed the issue does not seem to be related to the instrument. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. Return testing was not performed as returns were not available. Device history record review was performed on lot(s) 46257be00, which did not show any potential non-conformances, deviations, or non-conformances. Trending review did not identify any trends for the product for the issue. In-house testing of a retained reagent kit of the complaint lots was performed. All specifications were met, and no false reactive results were obtained, showing that the lots generate the expected results. Labeling review concludes that the issue is adequately addressed. Based on the investigation, no systemic issue or deficiency of the alinity I toxo igg assay was identified. This issue was previously reported under MDR number 3016438761-2023-00043 under a different suspect device. During the product evaluation, it was determined that the likely cause product is the alinity I toxo igg reagent kit. All further information for the likely cause alinity I toxo igg reagent kit, list number 07p45-32 lot 46257be00 will be provided in this report.

Event description:
The customer observed false reactive alinity I toxo igg results generated on the alinity I processing module when compared to results on another instrument. The following data was provided: sid (B)(6): 1st passage: 12.38 iu/ml, ai23450, (B)(6) 2023 (reactive). 2nd passage: 0.14 iu/ml, ai23450, (B)(6) 2023 (nonreactive). Sid : 1st passage: 2.75 iu/ml, ai23450, (B)(6) 2023 (grayzone). 2nd passage: 0.09 iu/ml, ai23450, (B)(6) 2023 (nonreactive). No impact to patient management was reported.